Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, a peritoneal analysis and culture were performed. On (B)(6) 2010 the patient began antibiotic therapy with vancomycin, combitac and reflin. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was not related to the peritoneal dialysis therapy.